Event description:
It has been reported that the bd bactec¿ 9050 system has been found producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: first false positive results were discovered on jan 2, 2022. Then 95% of the newly supplied bottles showed false positive results.

Manufacturer narrative:
Medical device expiration date: na. Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bactec¿ 9050 system has been found producing false positive results. There was no report of confirmatory testing. There was no report of patient impact. The following has been provided by the initial reporter: first false positive results were discovered on jan 2, 2022. Then 95% of the newly supplied bottles showed false positive results.

Manufacturer narrative:
H.6 investigation summary: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6) ). Customer reported false positive issues on their instrument. These false positives were tested in bottles that were not supplied by a bd distributor or supplier. Bd remote service worked with the customer assessing possible causes of the false positives. No future plans were made for the repair of the instrument and it was stated that the instrument was to be deinstalled. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.